Event description:
It was reported that high pacing thresholds were found on the left ventricular (lv) lead. The physician chose to turn off the lv lead until further testing can be done. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead implanted (B)(6) 2013; 5076-52 lead implanted (B)(6) 2013. (B)(4).

Event description:
It was further reported that the lv lead was replaced. No patient complications have been reported as a result of this event.